Event description:
Information was received that reported the patient was hospitalized in 2009, due to an incident of hypoglycemia. The reporter stated the patient had been experiencing very labile blood glucose with many unexplained lows. He was treated with d50. The device should be retuned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.